Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 400 units of insulin and the customer initially received a fill estimate of over 200 units. Then, after the customer delivered some insulin, the insulin gauge updated to 290 units and remained static at that number all day. At the time of the call, it was reported that the customer's blood glucose (bg) level was 64 mg/dl, which was addressed by eating and consuming juice. Reportedly, the customer was very active at work which tends to drop bg level. On (B)(6) 2016, the customer received an additional inaccurate fill estimate. Review of the pump data logbook showed that the cartridge was filled with 400 units. After a bolus delivery of 19.65u at 8:57 pm on (B)(6) 2016, the insulin gauge began to decrease after the insulin usage reduced the volume in the bag to a value below 290 units. Tandem technical support educated the customer that the fill estimate will remain static at 290 units until the insulin usage decreases below 290. The customer reported blood glucose level was not impacted (ranged from 113-153 mg/dl).